Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
During an in-clinic follow-up, an x-ray was performed and the right ventricular (rv) lead was found to be dislodged. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable.